Event description:
It was reported that approximately two weeks post implant the patient experienced pain at the site of the implantable pulse generator (ipg). The ipg position was revised and the patient received medication. The ipg remains in use.  The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.